Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. From the result of DHR review, omsc confirmed that the device was shipped with no defective adhesive at the distal end and scratches on the ultrasound acoustic lens. Since the device inspection by olympus china sales & marketing did not confirm the adhesive defect at the distal end, adhesive stains on the distal end may have been caused by temporary foreign material adhering to the distal end. Furthermore, the device inspection confirmed scratches on the ultrasound acoustic lens, so there is possibility that an external force was applied to the distal end. Omsc concluded that the reported event may have been caused by an external force on the distal end. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ocsm for evaluation. The evaluation of the device by ocsm confirmed the following; the distal end was dirty with adhesive. The flow of air and water was insufficient, due to clogging of the air/water channels. The transducer assembly was dirty. The balloon could not be deflated and inflated due to a defective balloon position. The forceps elevator was defective. The reported event appeared to be caused by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) sales & marketing (ocsm) and found that the ultrasound acoustic lens of the transducer assembly was separated from the ultrasonic transducer. There was no report of patient injury associated with the event.